Event description:
The patient reportedly experienced an overly loud sensation and removed their external headpiece (exact date not specified). In 2002, the patient was seen at the implant center for device evaluaiton. At that time, testing performed confirmed that the device was no longer functioning. The device was explanted. The patient was reimplanted with another clarion device.